Manufacturer narrative:
In this case, minimal information regarding this procedure was received and attempts to obtain additional information regarding the condition of the device, patients medical history, or possible comorbidities have been made. Attempts have been made to obtain product for evaluation. No device was returned. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the information available, the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 19mm 11500a inspiris valve was explanted upon implant as hole was discovered on the leaflet after the valve was secured to the annulus and is of unknown origin. There was no negative effect to the patient. No additional information was provided.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 19mm 11500a inspiris valve was explanted upon implant as hole was discovered on the leaflet after the valve was secured to the annulus. The surgeon put a dental mirror through the valve and it got stuck below, when forced back through, they noticed the tear in the leaflet. There was no negative effect to the patient.

Manufacturer narrative:
H3: device evaluated by manufacturer : customer report of damaged leaflet was confirmed. As received, leaflet 3 had a 6mm cut near commissure 3. The edges of the cut were straight and even and the edges appeared to match up. As received, all three leaflets were also stiff and translucent-like due to dehydration. The x-ray demonstrated the wireform and cocr band remained intact, the vfit cocr alloy band was not expanded. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.